Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 23 mmol/l at the time of incident and current blood glucose level was 18.3 mmol/l. The customer provides details on symptoms related to the high blood glucose level episodes such as thirsty. Customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was assisted with performing the high pressure test and the test results was call disconnected. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.